Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) performed splld for sample and reagent racks. All testing passed. Instrument is operating as expected. No repairs needed.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).